Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported a patient with an edwards surgical valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
Added information to h6. The device history record (DHR) could not be performed as the serial number remains unknown. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.